Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 2, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing scratches on the surface of the lens and damage on the edge of the lens. No further issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. The iol was explanted because the patient complained of blurry vision, aching, and a foreign body sensation. The doctor said it was myopic miss. Reportedly, the directions for use were followed. The patient¿s best corrected visual acuity (bscva) pre-operative is 20/60 +2 and post bscva is 20/30 +1. There was no incision enlargement, sutures, vitrectomy, or delay in procedure. No medication outside the standard of care was needed. Patient prognosis post lens exchange was reported as fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section h-3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.